Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a revision procedure. During the procedure, it was found out that there was a blackening of the pocket site, a fractured lead, and a marking on the back of the ipg. It appeared that the lead fractured and arced on the ipg can. The physician suspected burning of the pocket by the wire arcing off the ipg. The ipg and lead were replaced with new ones. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.